Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2024. The alarm trace showed an abnormal aspiration alarm. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) replaced all probes on the analyzer and performed an instrument check successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated that their calibration and qc recovery data was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient lithium heparin plasma sample on a cobas e 801 analytical unit. The initial troponin result was 14 ng/l with flag. The doctor questioned the result and the customer repeated the sample. The sample was repeated and the result was 6 ng/l with flag. The sample was also repeated on another e801 analyzer and the result was <6 ng/l with flag. The repeat results were deemed correct.